Manufacturer narrative:
A field service engineer (fse) was dispatched for this event, found, and replaced the pinch valve at the flow cell inlet and replaced the sodium electrode. The fse also found that the reagent mixer was not working and replaced the mixer motor assembly. Calibration and controls were then run with no further issues.

Event description:
A customer contacted beckman coulter inc (bci) stating that the flow cell was leaking around the drain tube in the synchron cx5ce clinical chemistry analyzer. No injury was reported.